Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and morphine at 15 mg/ml and unknown doses. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had a spinal fusion performed in (B)(6) 2018 and the catheter "disintegrated in their hands". The caller stated that the catheter was revised in (B)(6) 2018 but records show that the catheter was replaced on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that troubleshooting would be performed to resolve the issue. No further complications have been reported.